Event description:
It was reported that during the insertion of a mobi-c implant, the peek cartridge disassembled and resulted in early deployment of the device. Rather than rebuild and reattach, they decided to use another implant to complete the procedure. There was no patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned item matches information listed in the complaint file. Visual inspection revealed that the inferior plate (mb125k lot 5400970), the polyethylene insert, and the superior plate (mb084k lot 5402598) have disassembled from the peek cartridge. The post was not returned, therefore a functional inspection could not be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to improper attachment to the inserter. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during the insertion of a mobi-c implant, the peek cartridge disassembled and resulted in early deployment of the device. Rather than rebuild and reattach, they decided to use another implant to complete the procedure. There was no patient impact.